Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin properly. Reportedly, multiple infusion sets and cartridges were used and no insulin drops were seen. Pump system check was performed with tandem technical support and customer reported drops of insulin were not as "frequent". Blood glucose was 339 mg/dl. Customer reverted to using manual injections for insulin therapy.